Event description:
Related manufacturer reference number: 2017865-2022-02741. It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead showed over-sensing myopotentials leading to automatic mode switch. The right ventricular (rv) lead showed noise. No interventions were reported. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead showed oversensing of noise and inhibition of cardiac pacing. The lead was explanted and replaced on (B)(6) 2023. The patient was stable.